Event description:
The explanted generator was returned to the manufacturer for analysis. Review of the internal device data indicated that the pulsedisabled byte was set to a value that represents a vbat<eos threshold condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device implant and may have been a contributing factor. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator. The device subsequently showed a non-ifi condition. Other than the noted event, there were no performance or any other type of adverse condition found with the pulse generator.

Event description:
It was reported that during generator replacement for near end of service the new generator was connected to the existing lead and interrogation identified that the new generator battery showed end of service. The generator was explanted and another new generator was implanted. The generator is expected to be returned for analysis, but has not been received to date. It is likely that the generator was exposed to electrocautery during the implant surgery. No additional relevant information has been received to date.